Event description:
It was reported that about a month after the device implant, the wound appeared to be open. Steri strip worsened the bleeding. Patient was admitted and the pocket was revised. Patient was discharged and the site was healing appropriately. The event was resolved without sequelae.